Event description:
Complainant alleged that while attempting to treat a male patient for cardiac arrest, the device did not discharge using non-zoll electrodes. Complainant indicated that the clinician switched to external paddles to continue treating the patient and the device discharged successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The electrodes used during the reported event were discarded by the customer and are not available for evaluation. Customer biomed did not duplicate the alleged malfunction.